Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, about an hr apart. Rptr's results were 235 mg/dl on rptr's meter, and 147 mg/dl on rptr's dr's meter (type unknown). Rptr did not have any symptoms. On follow up, the rptr stated that a control test had passed, but did not give specifics or want to do another control test. No harm was alleged. The lifescan rep reviewed qc procedures, as the rptr was very confused about cleaning rptr's meter and use of control solution.